Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 127d91. Investigation summary- the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer uncut and indented and there were only 4 unformed staples embedded in the washer. Further evaluation showed marks on the safety. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 127d91, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch #482d18. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows an anvil with tissue around the anvil shaft and the washer appears to be indented. In addition, 4 loose staples are along with the anvil, 3 of the staples could be seen malformed with the legs opened and one staple was observed unformed. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 482d18 / 00cdh29b , and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 2/4/2026 d4: batch # 482d18 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how long was the procedure prolonged (minutes)? Minutes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrointestinal surgery for colostomy closure. The anvil was assembled without problem. When opening the lock to make the shot it was perceived that he was stuck; it was decided to open it by forcing it with a clip, achieving the opening, and proceeded to make the shot. When observing the anastomosis, they found that it only cut and did not staple; therefore, they decided to solve the situation manually and by suture. Dr. States that, because of such a situation, the collection of the stapler is not considered.